Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc) with greater than two seconds of asystole. As a result of the loss of capture, the patient experienced shortness of breath and fatigue. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.